Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant due to mitral regurgitation (mr), secondary to poor leaflet coaptation and systolic anter motion (sam). Per the op report, this patient presented with severe mr of her native mitral valve and required valve replacement. Fifteen ethibond sutures were placed circumferentially with pledgets on the atrial side. These were used to partially imbricate the anterior and posterior leaflet of the mitral valve. Sutures were passed through the sewing ring of a 27 mm edwards perimount magna ease valve and lowered into place. The valve was tested and there was at least mild central mr due to failure of coaptation of the leaflets. However, the valve otherwise appeared to be seated well with the cusps opening without obstruction. Therefore, the left atriotomy was closed, followed by the right atriotomy. The patient was weaned from cardiopulmonary bypass and echo demonstrated at least moderate and occasionally severe mr. It was noted that the anterior leaflet of the native mitral valve was causing significant sam. This was creating a gradient as high as 100 mmhg through the left ventricular outflow tract. This also appeared to be degenerating a venturi effect which was causing the prosthetic mitral valve to open during systole and causing the mr. There was also an element of central mr throughout the other components of the cardiac cycle. Therefore, it was decided to re-examine the valve. The valve was tested again before removal and appeared to have at least moderate central mr due to failure of coaptation of the leaflet tips. This was not the main mechanism of the mr but more importantly was due to the native anterior mitral valve leaflet causing sam. The device was removed and replaced with another prosthetic valve.

Manufacturer narrative:
(B)(4). Leaflets not coapting. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; therefore, the report of the valve leaflets not coapting could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be conclusively determined, the op report indicates the main mechanism causing the mr was due to the native anterior mitral valve leaflet causing sam. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: as received, brown stains (possibly blood residue) were observed near the free margins of leaflets 1 and 3 at commissure 1. A brown stain was also observed on leaflet 1, near the stent, close to commissure 2. A purple spot was also observed on the free margin of leaflet 2. A slight crease was observed on leaflet 2, approx 5mm in length. Suture holes were observed on sewing ring. The wireform was intact, as evident in the x-ray. Method: x-ray. Research and development concluded with additional testing as follows: this valve was reportedly explanted at implant because the surgeon "believed it to be defective'. The operation report also states that, "the valve was tested and there was at least mild central regurgitation due to failure of coaptation of the leaflets". No echocardiography recording was provided, thus the reported behavior of the valve in vivo could not be confirmed. Pulsatile flow testing at normal physiological conditions demonstrated normal, complete coaptation of the leaflets. Edwards standardized in vitro testing demonstrated that the functionality of the valve is acceptable per iso5840:2005. The total regurgitant fraction (trf) of the valve was 5.7 percent. This value is more than two times lower than 15 percent allowance per iso5840:2005 for this size of valve.